Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was reported no impact to the customer¿s blood glucose. Reportedly, the customer declined troubleshooting from tandem technical support and reverted to an alternate pump for insulin therapy.